Manufacturer narrative:
Results/conclusion is based on evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample. The actual device and two pieces of unknown substances were returned to manufacturing facility for evaluation. Visual inspection upon receipt found that the ptfe coating had been sheared off the outer surface of the wire on the area approximately 85-138mm from the distal end of the shaft. Magnifying inspection of the segment on approximately 85-138mm from the distal end found that shearing of the ptfe had been generated longitudinally both from the proximal in the distal direction and from the distal in the proximal direction. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specification. The kink resistance of the shaft was determined on the undamaged segment and confirmed to meet manufacturer specification. The adhesive strength of the ptfe coating to the core wire was determined and confirmed to meet manufacturer specification. Functional testing was conducted on a current product sample of the visiglide guide wire. The test sample came in contact with a sharp tool on the ptfe coated segment by pushing the ptfe coated segment against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. Another test conducted using the forceps elevator on the endoscope raised while a guide wire was inserted. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined, however based on the investigation result, it is likely that the actual sample had close contact with a sharp object and in this state it was subjected to repetitive pulling and pushing actions, when it was exposed to abrading forces which exceeded the coating's adhesive strength. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the coating on visiglide device sheared off. Follow up communication with the user facility reported the following information; after cannulation and manipulation of the actual guidewire sample in the bile duct, the customer withdrew the actual guide wire sample and felt no resistance; it was reported later that he noticed the coating on the actual guide wire sample had sheared off the surface and does not know when it became sheared; the procedure was completed successfully with another guidewire of the same product code; and the patient was not harmed.